Event description:
Boston scientific received information that during the implant procedure the right atrial (ra) lead was exhibiting noise on the atrial channel. After multiple times of disconnecting and re-connecting the ra lead, the noise disappeared. Boston scientific technical services (ts) was consulted and suggested that the noise could have been attributed to a poor connection or air escaping from the seal plug. No adverse patient effects were reported. The patient died approximately one year later. There were no allegations relating to the patient's death.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.